Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix eva bag was leaking from where the bag would be spiked. This was observed before use. There was no patient involvement. No additional information is available.